Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements in addition to increased pacing thresholds. There was no evidence of noise during provocation testing. High energy pacing was performed at 7.5v and rv impedances returned within expected range with reduced pacing thresholds that remained stable during further provocation testing. It was noted that the patient did not wish for any further intervention at the time. Approximately 3 weeks later information was received indicating a revision procedure was performed as high out-of-range pace impedances continued to be observed in addition to noise on the rv lead. The lead was surgically abandoned and device explanted; a new rv lead and device were then placed. The device was not made available for return. No adverse patient effects were reported.